Event description:
Customer reported receiving inaccurate high readings. The customer obtained a reading of 201 mg/dl compared to a laboratory comparison reading of 94 mg/dl. When plotting the values on a parkes error grid, the results fall in the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.